Event description:
It was reported that during a hysteroscopic myomectomy procedure using a 0-degree electrode it was noted that the patient's legs twitched upon activation. The physician examined the electrode and noted that the black rubber seal was not in place. The physician noted that there was a leak in his fluid supply and that fluid had leaked onto the handle. The physician replaced the electrode with another 0-degree electrode but the generator would not function. The case was completed with a monopolar unit. The patient suffered no complication or injuries and the case was delayed only ten minutes.